Event description:
One of crnas induced a pt for a geta, using a greenline/d mac #4 blade, attempted a direct laryngoscopy. During the laryngoscopy with a subsequent grade I view of the glottic opening and cords. Before intubation could be accomplished, the greenline blade fractured at the connection with the laryngoscope handle and separated. The fractured blade edge lacerated the pt's lip. It was confirmed that the piece which had broken off was recovered and not in pt's oropharynx or otherwise within the pt.